Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx141cm fg coyote balloon was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.